Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: customer reported experiencing a skin reaction while using the adc freestyle libre sensor and experienced symptoms described as "sore round and itchy and caused almost like a chemical burn that took weeks to go away with antibiotic cream". There was no indication that the customer had contact with healthcare provider and was prescribed or treated the symptoms. It is unknown if the antibiotic cream was prescribed by hcp. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.